Manufacturer narrative:
The pt weight was not made available.

Event description:
It was reported that during a rotator cuff repair the anchor pulled out of the bone. The surgery was completed using competitor's product. There was no pt injury reported as a result of this event.